Event description:
It was reported that during a thermchoice thermal ablation procedure there was a leak at the pressure relief valve and pressure could not be maintained. Another device was used to complete the procedure with no pt consequences. Surgery time was extended by one hour but without adverse pt consequences.